Event description:
High impedance readings were reported on unipolar electrode pairs. Therapy impedance was 897 with 15 ma; unipolar impedance was >2000 ohms with <12ma. Additional info has been requested from the hcp, but was not available as of the date of this report. Refer to manufacturer report #6000032200803814.